Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material and why it remained in the device was unable to be identified. The event can be prevented by following the instructions for use: "·chapter 6 compatible reprocessing methods ·chapter 7 cleaning, disinfection, and sterilization procedures" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that the balloon/ water tube was clogged, and foreign objects were coming out of the distal end. This finding was due to insufficient cleaning of the scope or handling problem. Upon further inspection, it was observed that the play of the up and down knob was out of the standard value due to wear of the angle wire. It was also observed that adhesive on the bending section cover was detached, had a chip and a crack due to chemical or physical stress. Lastly, it was observed that the protector of the universal cord on the control section side had a scratch due to handling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera ultrasound gastrovideoscope had balloon and channel malfunctions. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the balloon/ water tube was clogged, and foreign objects were coming out of the distal end, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.